Event description:
New information received indicated that the asymptomatic patient presented to the clinic on (B)(6) 2024, and programming changes were made.

Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). No programming changes made at this time. The patient was asymptomatic.